Manufacturer narrative:
A steris service technician arrived onsite and found that the end plug from the spray arm had detached subsequently allowing water to shoot directly at the door and overwhelm the door seal. The technician also observed the lateral clip which holds the end plug assembly together looked like it may have stretched out over time due to normal wear thus allowing the plug to detach from the spray header. The technician reassembled and tightened the clip on the spray header end plug, ran a test cycle, confirmed the cart washer to be operating properly and returned the unit to service.

Event description:
The user facility reported that water was leaking from the door of their 130l cart washer. No injuries were reported.